Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the patient¿s ilet pump screen became nonfunctional after the patient fell while playing at school, which resulted in a cracked display and the need to revert to backup therapy; blood glucose reportedly remained in range and the fall was not associated with hypo- or hyperglycemia. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health beyond temporary interruption of pump use. Investigation included collection of event details, verification of addresses for replacement logistics, and instructions for device shutdown and data synchronization. Investigation of this case revealed physical damage to the display consistent with accidental impact, with device functionality otherwise not assessed due to the inoperative screen. It was concluded, based on previously established findings for similar reports, that the cause was accidental physical damage unrelated to device malfunction.